Event description:
It was reported that during a mammography procedure, the compression paddle did not automatically stop compressing the pt's breast. The pt indicated discomfort, so the technologist tried to release compression by depressing the foot switch but the compression paddle kept moving downward. The technologist inserted her arm in between the paddle and detector while pushing the with her elbow and suddenly the paddle released compression. The technologist said she was using both hands to release the paddle, so she didn't have a free hand to depress the emergency off switch. There was no injury to the patient, but the technologist reported a bruised elbow. Ice was applied to the technologist elbow and she was able to continue working that day.

Manufacturer narrative:
The dimensions mammography system was inspected by a field engineer. The field engineer was unable to duplicate the reported failure of the device. The system was tested and meets specifications. As a precaution the field engineering replaced both foot switches as well as the left side c-arm switch on (B)(4) 2014. The technologist did not use the emergency off switch. Depression of the emergency off switch would have immediately cut power to the system causing the compression paddle to automatically release compression.